Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  There is a possible temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, the patient had been discharged from care as a patient of (B)(6) and was training to use baxter products with us renal. There is no treatment record to review for this event as the patient was not in the care of (B)(6). Us renal stated they were not informed that the patient was connected to any machine at the time of death. Therefore, based on those factors, it cannot be confirmed if the patient was utilizing the liberty select cycler when he expired. Per us renal, the patient expired of natural causes. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
On 07/sep/2022 it was reported that this male peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up. The peritoneal dialysis registered nurse (pdrn) at (B)(6) stated that this patient was discharged from their clinic on (B)(6) 2022. The patient transferred to (B)(6). The new clinic utilized baxter machines and the patient was being trained on use. On 02/sep/2022 the pdrn contacted customer support to coordinate the return of the patient¿s liberty select cycler. However, the patient¿s ex-wife contacted the pdrn at fresenius on 06/sep/2022 to report the patient had passed away. The patient was found deceased in the home connected to the liberty select cycler even though he was not a fresenius patient any longer. They had to disconnect the patient from the cycler it was reported. It was unknown when the patient expired. The pdrn did not have any additional information. Us renal victorville reported that the patient¿s ex-wife contacted their clinic to report the patient expired from natural causes on (B)(6) 2022. The ex-wife never stated that the patient was connected to the liberty select cycler at the time of death. They did not have any additional information.

Event description:
On 07/sep/2022 it was reported that this male peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up. The peritoneal dialysis registered nurse (pdrn) at fms moreno valley stated that this patient was discharged from their clinic on (B)(6) 2022. The patient transferred to us renal victorville. The new clinic utilized baxter machines and the patient was being trained on use. On 02/sep/2022 the pdrn contacted customer support to coordinate the return of the patient¿s liberty select cycler. However, the patient¿s ex-wife contacted the pdrn at fresenius on 06/sep/2022 to report the patient had passed away. The patient was found deceased in the home connected to the liberty select cycler even though he was not a fresenius patient any longer. They had to disconnect the patient from the cycler it was reported. It was unknown when the patient expired. The pdrn did not have any additional information. Us renal (B)(6) reported that the patient¿s ex-wife contacted their clinic to report the patient expired from natural causes on (B)(6) 2022. The ex-wife never stated that the patient was connected to the liberty select cycler at the time of death. They did not have any additional information.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 07/sep/2022, it was reported that this male peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up. The peritoneal dialysis registered nurse (pdrn) at (B)(6) stated that this patient was discharged from their clinic on (B)(6) 2022. The patient transferred to (B)(6). The new clinic utilized baxter machines and the patient was being trained on use. On (B)(6) 2022, the pdrn contacted customer support to coordinate the return of the patient¿s liberty select cycler. However, the patient¿s ex-wife contacted the pdrn at (B)(6) on (B)(6) 2022 to report the patient had passed away. The patient was found deceased in the home connected to the liberty select cycler even though he was not a (B)(6) patient any longer. They had to disconnect the patient from the cycler it was reported. It was unknown when the patient expired. The pdrn did not have any additional information. (B)(6)reported that the patient¿s ex-wife contacted their clinic to report the patient expired from natural causes on (B)(6) 2022. The ex-wife never stated that the patient was connected to the liberty select cycler at the time of death. They did not have any additional information.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.